Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl due to a bent cannula. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer's blood glucose value was 205 mg/dl at the time of the call. Customer reported that the buttons do not release the serter. Customer did not report that the infusion set tape does not fit securely on the insertion device. The customer did not troubleshoot the issue and did not return the product back for analysis. The customer was sent new sets.